Event description:
Procedure: thoraco/lobectomy. According to the reporter: the pouch broke upon retrieving from the patient's cavity. Another used to continue the procedure. No patient harm. There was no bleeding and nothing fell into the cavity.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/24/2015.